Event description:
A plastic IV stopcock was used as an intracranial pressure line bolt. Due to movement associated with tubing replacements and dressing changes, about 4 mm of the end of the stopcock broke off in the bore hole in the skull of the pt.